Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2014. The customer reported they were admitted into the intensive care unit for three days. The customer's blood glucose was between 700 mg/dl and 800 mg/dl at the time of admission. It was found the customer was vomiting from their high blood glucose. The customer was treated with a drip at the hospital. The customer also reported experiencing three bent cannulas with their infusion sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.